Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection tobramycin (40mg once daily, route and duration not reported) and heparin (dose, route, frequency, and duration not reported) for the event. At the time of this report, the patient's effluent was clear and the patient was reported to have recovered from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.